Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of insufficient reprocessing, external factors, or handling; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion at the light guide cover lens of the distal end of the insertion tube. There was no patient involvement.